Event description:
The consumer reported accidental reagent exposure in both of her nostrils with the binaxnow covid-19 antigen self test performed on (B)(6) 2024. The consumer was advised to clean her nose using a clean water to rinse off the reagent on her nose. The consumer confirmed there was no harm due to the reagent exposure. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure in both of her nostrils with the binaxnow covid-19 antigen self test performed on (B)(6) 2024. The consumer was advised to clean her nose using a clean water to rinse off the reagent on her nose. The consumer confirmed there was no harm due to the reagent exposure. No additional information, including treatment and outcome, was provided.